Event description:
The customer reported a tooth infection while wearing the aligners, the customer was not able to provide the impacted tooth number. Medical intervention was required and the tooth was extracted. Aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a tooth infection which the customer stated resulted in extraction of the tooth. This event not reported within the required 30-days is covered by CAPA # (B)(4).